Manufacturer narrative:
Information regarding the infection was addressed in MDR#3004209178-2016-22027. (B)(4) no longer applies. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that the replacement battery was placed in the wrong place. It hurt when the patient was sitting. It was reported that the patient also had leakage from the surgery in their back in (B)(6) from the infection (reported in MDR 3004209178-2016-22027). It was reported that the patient had leakage from july to present. Therefore the ins had been moved during a surgery on (B)(6) 2016. During follow-up the patient had been asked for the device information. In the patient letter the patient provided the serial number of their patient programmer instead of the serial number of the ins.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. Then in (B)(6) the ins was moved. The health care professional (hcp) checked for infection during the second surgery but did not find any. It was reported that the hcp washed everything out. The patient reported that there were still staples in their back from the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.